Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen became unresponsive on the top portion of the display, allowing device unlock but preventing further interaction, and a replacement ilet was provided. Symptoms included no reported adverse physiological effects and no impact to blood glucose. Outcomes included continued cgm use and device replacement with instructions to shut down the affected unit and return it using the provided label. Investigation included remote troubleshooting and review of reported behavior. Investigation of this case revealed a suspected user interface hardware malfunction of the display/touch panel that impaired device usability, with no evidence of alarms or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was a hardware failure of the touchscreen/display assembly.